Event description:
It was reported that when the health care provider (hcp) tried to perform a dye study the week prior to report, they were unable to aspirate the catheter. The reporter was unsure exactly what day the study was performed. The hcp was replacing the catheter the day of report. The pump device was used to deliver baclofen and morphine, and was changing post procedure to morphine only. It was later reported the patient had increased pain, which prompted the dye study. The reporter was unsure what the catheter issue was. The hcp cut the catheter at the spinal incision and was able to get csf return from the spinal segment, so that portion of the original catheter was left in, and the pump segment was replaced. To the reporter¿s knowledge, the patient was doing good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, revised: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received indicated the catheter was suspected to have caused the event. It was unknown exactly where on the catheter the issue was. The hcp performed the catheter dye study on (B)(6) 2013 and the revision occurred on (B)(6) 2013. The precursor to the dye study was that the patient had several intermittent episodes of increased pain, nausea, and sweating, which prompted an emergency room visit. The patient outcome was listed as ¿no injury¿. The pump was used to deliver compounded morphine.

Manufacturer narrative:
(B)(4).